Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) of a clinical study regarding a patient with an implantable neurostimulator (ins) for spinal pain and complex regional pain syndrome type ii. It was reported that the device was turned off and therapy was suspended while the patient recovered from cellulitis. The event status was unknown. No further complications were reported or anticipated.

Manufacturer narrative:
Reportability updated to reportable for serious injury based on an explant and the event was due to programming. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) in a clinical study (sdy). It was reported that the device was reprogrammed on (B)(6) 2018. The device wasn't providing pain relief as of (B)(6) 2019. The patient expressed interest in having the system explanted. On 2020-02-12, it was reported that the system was explanted on (B)(6) 2019 and the event was resolved. On 2020-02-25, it was noted that the event was due to programming.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that the cellulitis was not related to the device/therapy/procedure. No further complications were reported/anticipated.